Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter became embedded and was not able to be retrieved. The information indicated that there were multiple attempts to remove the filter, however, procedural details have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information provided the reported retrieval difficulty could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the inferior vena cava (ivc) filter is embedded in the wall of the ivc resulting in multiple failed attempts to remove the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The implanted filter poses a progressive risk of perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture, thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the inferior vena cava (ivc) filter is embedded in the wall of the ivc resulting in multiple failed attempts to remove the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The implanted filter poses a progressive risk of perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture, thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information was received per the patient¿s implant records, the patient had a history of pulmonary embolism, large fluid collection in the right abdomen with possible history of renal injury, chronic renal abnormality with very little renal tissue and infected fluid collection with questionable fistula communication with the colon. There was a request for preoperative embolization prior to right nephrectomy as the patient needed to stop anticoagulation for surgery and the filter was requested. An optease retrievable filter was deployed in the lowermost inferior vena cava under careful fluoroscopic visualization; additionally, a right renal angiogram and embolization was performed. The patient tolerated both procedures well without immediate complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight months post implantation. The patient reports tilt of the ivc filter, filter embedded in wall of the ivc, device unable to be retrieved and an unsuccessful percutaneous removal attempt about eight months after filter placement. The patient further reports psychological injuries or mental anguish related to the filter. The patient¿s symptoms and injuries include but are not limited to ivc filter embedded in wall of the inferior vena cava, tilt of the ivc filter and a difficult failed ivc filter removal surgery; the ivc filter is irretrievable. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture(s) and thrombosis/occlusion/clotting causing serious injury and death.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter became embedded and was not able to be retrieved. The information indicated that there were multiple attempts to remove the filter, however, procedural details have not been provided. The patient also reports filter tilt and that there was an unsuccessful percutaneous removal attempt approximately eight months post implant. The patient further reports mental anguish related to the filter. The indication for the filter placement was a history of pulmonary embolism and a pre-operative embolization prior to a right nephrectomy and need to suspend anticoagulation. The right nephrectomy was needed for a large fluid collection in the right abdomen with possible history of renal injury, or as suggested by computed tomography a chronic renal abnormality with very little renal tissue, an infected fluid collection and questionable fistula communication with the colon. The filter was placed via the right common femoral vein. A cavogram was performed and noted possible 2 right renal veins and the inferior vena cava (ivc) was enlarged, 32 mm immediately below the renal veins and 28 mm more distally. The filter was placed in the more distal ivc. Following filter placement, a right renal artery embolization was performed. The patient reportedly tolerated both procedures well without complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information provided the reported retrieval difficulty could not be confirmed or further clarified. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuosity and technique. Review of the information provided suggests that anatomy may have contributed to the reported event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the information provided to suggest that there is a design or manufacturing issue related to the events; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.